Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site and an infection at the neck incision. Physician brought the patient into the operating room and removed the entire inspire system.